Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, home patient (hp) had a system error 2240 (air in the line). The technical service representative (tsr) helped the husband to clear the alarm and informed the hp the error's meaning. The hp would stop therapy for the night and complete with a manual exchange. Global product surveillance contacted hp on (B)(6) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. The assignable cause for the reported problem was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.